Manufacturer narrative:
Concomitant products: 690r30 ring implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a potential infection. It was also reported that an echocardiogram showed the presence of vegetation on the right ventricular (rv) lead. The implantable pulse generator (ipg) system was explanted and sent to the lab for cultures. A leadless pacemaker was used as a replacement. No further patient complications have been reported as a result of this event.